Event description:
Power drill used for reaming holes at tibia and femur for an acl, anterior cruciate ligament, reconstruction. Midway through the reaming procedure, the cordless stryker chuck adaptor came apart. When switched to corded tps power drive with a different chuck, the chuck head popped off / fell apart.